Manufacturer narrative:
Explanted date - device not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00662.

Event description:
The user facility reported that the patient underwent a percutaneous coronary intervention (pci) for chronic total occlusion (cto) treatment and both right and left femoral arteries were punctured. The procedure took approximately two hours to complete. After the procedure, the angio-seal vip devices were used for hemostasis of both the arteries according to the procedures. Hemostasis was successfully achieved for both the arteries. The patient then rested quietly in bed for four hours. On the following day, when the patient moved, a pseudoaneurysm was found to have developed around each puncture site. Manual compression was applied to achieve hemostasis for both the puncture sites. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The patient has recovered. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture sites were proximal to the inguinal ligament of the right and left common femoral arteries. The vessel diameters are unknown. There were no other devices or equipment used with the reported product.